Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during this implant procedure defibrillation threshold (dft) testing failed and the patient required external rescue. Additionally, a message was displayed stating the impedance was out of range. The pocket was reopened and connections were confirmed to have been appropriate. A follow up impedance test showed impedance was in range. Additionally, a 10j commanded shock was delivered which produced a shock impedance of 87 ohms. A boston scientific technical services consultant documented the clinical observations and stated the issues could be indicative of air in the pocket. The caller stated they performed repeat dft testing which was successful. No additional adverse patient effects were reported.